Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2016-06202. It was reported that wire entrapment occurred. The target lesion was located inside the vessel of the gastrointestinal tract. A 018/180 platinum plus and a 150/10 renegade hi-flo were selected for use. During the procedure, it was noted that the platinum plus guidewire was stuck together with the renegade hi-f-flo microcatheter inside a non-bsc diagnostic catheter. The whole system was removed from the patients' body and the procedure was completed with a different device. No patient complications were reported and patients' status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The platinum plus was received inside the renegade hi flo device. The platinum plus was removed from the renegade without resistance. The device has the spring tip severely damaged and stretched. All the outer dimensions were found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06202. It was reported that wire entrapment occurred. The target lesion was located inside the vessel of the gastrointestinal tract. A 018/180 platinum plus¿ and a 150/10 renegade¿ hi-flo¿ were selected for use. During the procedure, it was noted that the platinum plus¿ guidewire was stuck together with the renegade¿ hi-flo¿ microcatheter inside a non-bsc diagnostic catheter. The whole system was removed from the patients' body and the procedure was completed with a different device. No patient complications were reported and patients' status was fine.